Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed during inspection. Method & results: -product evaluation and results: visual inspection confirmed the event. There was oil noticed on the saw attachment. See image attached. -clinician review: no medical records were received for review with a clinical consultant. -product history review: 1. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. 2. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. 3. Review of the device history records indicate devices were manufactured and were accepted into final stock. Review of qt 18-05-0074 revealed that certificate of conformance is available for devices. The non conformance is not related to the alleged failure in the investigation. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed during inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Post op, sterile department found oil coming out from handpiece. No surgical delay. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Post op, sterile department found oil coming out from handpiece. No surgical delay. Case type / application: tka.